Event description:
The lay user called lifescan (lfs) in 2005 and alleged that her meter would not power on.the medical affairs specailist attempted to reach the patient to obtain more clinical information. A letter will be sent as a second attempt to reach the patient. The user replaced only having the suspect meter for 3 months. She reportedly contacted emergency services for assistance and she received insulin as treatment.she reported that she did have symptoms at the time of concern, but she was either unwilling or unable to state what they were. Also no blood glucose results were reported from any devices. The batteries were correctly installed, less than 1 year old, and the battery contacts were in good condition.